Event description:
Information received by medtronic indicated that the mobile app was unresponsive. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
An attempt to reproduce the reported event with mobile device samsung galaxy s21 5g, sm-g991b/ds, android 12 was made and a welcoming screen was displayed after the application started. Hence, the issue was not reproduced. Based on the investigation, it was understood that device model sm-g998b/ds is not in mmm app whitelist config, but this phone should be used with the notification 'untested android device' per gray list configuration. The device product model will be added to the whitelist to cover all galaxy s21ultra 5g phone product models. Customer reported that mmm app crashed right after opening on samsung galaxy s21 ultra 5g (android 12) device. Upon investigation of available logs, it was observed that the root cause of these crashes is the same as already described in (B)(6). Please note that in the past, from the user's point of view, this bug reproduction led only to failed log upload, not to the whole app crash. This esf is already fixed as part of mmm 1.3 release. The software did not perform as expected per specification (srs (B)(6), ble connect ios and android mobile software requirements specifications - (B)(4). This issue has already been fixed as part of mmm 1.3 release. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.